Event description:
It was reported that, during surgery, the 2.0mm drill short w/ao qc became incarcerated into the 2.0/2.7mm double-ended drill guide. The drill was completed stuck and attempts to remove resulted in the drill breaking at both ends. Nothing fell into the patient. The drill guide was new, it has never been used. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the 2.0mm drill short w/ao qc became incarcerated into the 2.0/2.7mm double-ended drill guide. The drill was completed stuck and attempts to remove resulted in the drill breaking at both ends. This is the 3rd 2.0 drill/2.0 drill guide issue this particular surgeon has had recently. The drill guide was new, it has never been used. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.